Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00702. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the gluteal artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while attempting to advance a lantern through a diagnostic catheter, the proximal end of the lantern would not fit through the diagnostic catheter. The physician then pinched the lantern very tightly to try and advance it through the diagnostic catheter. After advancing the lantern far enough into the target vessel, the physician attempted to advance a ruby coil through the lantern. However, while attempting to advance the ruby coil through the lantern, the ruby coil advanced smoothly in the lantern until it got stuck where the lantern had been pinched down while advancing into the diagnostic catheter. Therefore, the ruby coil was removed and re-sheathed. The lantern and diagnostic catheter were then removed. The physician then opened a new lantern and advanced it directly through the sheath. While attempting to re-use the ruby coil that was previously removed, the ruby coil would not advance out of its introducer sheath. Therefore, the ruby coil was removed and the procedure was successfully completed using a new ruby coil, the second lantern and glue. It was reported that the physician did not rinse the ruby coil in a saline bath prior to attempting to re-deploy it. There was no report of an adverse effect to the patient.